Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2004 due to urinary retention and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent revision of sling on (B)(6) 2004 and bifurcation of mid urethral sling on (B)(6) 2004 due to sui and urinary retention. It was reported that the patient underwent examination under anesthesia, precision tack sling implant (boston scientific), and posterior repair on (B)(6) 2007 due to recurrent sui and rectocele. (B)(4).

Manufacturer narrative:
On (B)(6) 2005, the patient underwent surgery for laparoscopic right salpingo-oophorectomy, lysis of adhesion, vaginal tape, cystoscopy, and excision of umbilical skin lesion. During this surgery, mesh was placed, cystoscopy was then performed revealing a bladder injury to left bladder wall, mesh was then removed and a second attempt at mesh placement was then made successfully. Repeat cystoscopy revealed no evidence of mesh in bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.